Event description:
It was reported that medfusion pump, did not infuse at the appropriate rate. The pump was programmed to deliver 4 cc over a period of one hour. The pump was infusing breast milk to a patient that had a history of aortic valve stenosis. The syringe had about 2 ccs remaining after the hour had elapsed. This product malfunction did not cause or contribute to any adverse patient health effects. There was no change in the status of the patient, and no medical intervention was taken.